Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the rep states she is in the or right now with a patient that is getting an ins replacement due to normal battery depletion. When connecting ins with the lead, there was clicking but ins was not holding the lead. Hcp had backed the set screw out to try again, however setscrew was sticking out and crooked but not all the way out. Caller confirmed that they did not back out setscrew too far and did not tighten too tight the first times and used wrench that came with the device. The rep had hcp to tighten setscrew on lead but it did not click this time. Ts (technical services) reviewed that if setscrew is backed out to far it will not be able to go back and tighten on the lead. Recommended to try with different ins. The rep and hcp decided to use different ins and lead. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.